Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Refer medwatch report no: 2032227-2014-24956, 24957.

Event description:
Customer reported a hospitalization due to low blood glucose. Customer did not recall the blood glucose reading and declined troubleshooting for the issue. She stated that the blood glucose was low due to not having the sensor. Customer was not in an accident. She stated she was having the basal rates adjusted. Nothing further was reported.